Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2019-03194. Evaluation results: zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling and ECG monitoring stress testing without duplicating the reported malfunction. The r series operator's guide states: "during electro surgery, observe the following guidelines to minimize esu interference and provide maximum user and patient safety: -keep all patient monitoring cables away from earth ground, esu knives and esu return wires. -use electrosurgical grounding pads with the largest practical contact area, and -always assure proper application of the electrosurgical return electrode to the patient." The device was recertified and returned to the customer. The ECG cable that was being used at the time of the reported problem was not returned for evaluation. No trend is associated with reports of this type.